Event description:
It was reported that the handpiece ran in reverse when in the forward position during a surgical procedure. A backup was used to complete the procedure. There was no medical intervention required. There was no user/pt injury or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Evidence of non-stryker parts and service was found, which may have contributed to the event. Based on the investigation details, the likely cause was problems with the asic motor controller, which was replaced along with other components.